Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range pace impedance measurements on the right ventricular (rv) channel. No noise was observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). Of note, the rv lead is a non boston scientific product. There were no adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the incident description for more information regarding the specific circumstances of this event. Investigation has determined this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.